Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is the current patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? If yes, please explain.

Event description:
It was reported that when the third staple load was performed, the staple line was fully opened, causing complications, increasing surgical time and causing a pulmonary fistula in the patient.

Manufacturer narrative:
(B)(4). Batch # r5ad66. Additional information was requested, and the following was obtained: how was the fistula addressed intraoperatively? A new load was opened and the procedure was completed uneventfully. Was there any change in the procedure due to the difficulties experienced with device? Surgical time increased but the patient did not suffer any damage because the surgery was uneventfully completed after opening the new load. Device analysis: the analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.